Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the complaint unit was received in the original folding carton. The plunger was observed in the advanced position and the cartridge was correctly engaged into the lower body of the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. The lens was observed caught at the cartridge tip and the push rod overrides the lens. The cartridge tip was observed cracked. The reported issue was verified. However, the condition in which the sample was received is consistent with a unit that was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the user pushed the intraocular lens (iol) through the cartridge and it split. The product was returned and it was observed that the cartridge tip was damaged. No additional information was provided to abbott medical optics.